Event description:
It was reported to st. Jude medical that upon initial interrogation a software reset was noted. It was determined that no information was able to be written into the corrupted registers. Its was informed that this patient recently was exposed to approximately 30 sessions of radiation therapy treatment. The device was explanted due to a corrupted memory caused by radiation therapy.